Event description:
Customer reported that a (B)(6) "reagent pack is deleted" message was generated on the beckman coulter access 2 immunoassay system, indicating that a reagent park had been shared on another system. No patient results were generated, however, the potential exists for erroneous results to be reported. User error is the root cause for this event

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).